Event description:
This is a report of a home patient who discovered inadequate iodine in a minicap that occurred before performing peritoneal dialysis (pd) therapy. The patient discarded the minicap without using it. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report two of two involved in this event.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).